Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a leaking during filling. The customer¿s blood glucose level unknown at the time of the incident. The customer also stated that insulin was leaking from the reservoir. The product will be returned for analysis.